Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown restoration adm x3. The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Legal case.

Event description:
It was reported by claimant's attorney, that the patient underwent a total hip surgery on the left side using a syk restoration adm x3 on (B)(6) 2014. He further alleges the box containing the implanted femoral head had the wrong size product within the box, causing the patient pain, swelling and instability from the left knee. On (B)(6) 2014, the patient underwent another hip surgery on the left side and inserted a syk restoration adm/mdm x3 insert.